Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the procedure before the ablating the sheath, the valve was observed faulty. Device and procedure outcome was unknown. No patient complication was reported. The device is not expected to be return for analysis.